Manufacturer narrative:
An investigation was performed for architect stat troponin-I reagent lot 50318un21. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Review of field data was performed. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 50318un21 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 50318un21. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I reagent lot 50318un21 was identified. Section g has been updated to reflect personnel changes that have occurred subsequent to the initial submission.

Event description:
The customer questioned architect stat troponin-I results for one patient. The customer uses the reference range <0.03 ng/ml. The following was provided: on (B)(6) 2021, initial result 0.047 ng/ml, repeated 0.034 and 0.029 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
No patient identifier or demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.